Event description:
Healthcare professional reported right side deflation and crease/folding of implant. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, broken shell, opening linear on posterior and missing shell. Leak test and microscopic analysis was performed which identified: striated broken on anterior and opening crease sharp on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: missing shell assessed as inconclusive, a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool, an opening crease sharp on posterior assessed as fold flaw opening, and creases are observed but have no relationship with manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.